Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had drawer failure. A field service engineer (fse) contacted the customer and confirmed that the failed space had been recovered by the customer. The recovery was verified in the remote support service system. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and affected the entire drawer unit. An error message indicated failed hardware, along with prompts to check medication in the failed unit and virus protection. The customer attempted troubleshooting by rebooting the station and recovering storage; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.